Event description:
It was reported that the ventricular input of the external pulse generator had "something stuck" in it. The generator was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Ventricular output connector has something stuck in it. Upper and lower cases and side bail covers are broken. Battery contacts are compressed. Keyboard is scratched.